Event description:
Needle did not come out during the use of the product and the medication is not administered into the body [device failure], no adverse event [no adverse event] , case narrative: this initial spontaneous report concerns of events of device failure and no adverse event in a male patient (age, race was not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2025, amneal pharmaceuticals received information from patient¿s mother via a telephone call concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine injection via intramuscular (strength, dose, frequency, therapy dates were not reported) (exp date: mar-2025) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of smoking, history of allergies, alcohol consumption, recreational drug and laboratory tests use were not reported. On an unknown date in mar-2025, patient received an epinephrine injection usp (auto-injector) from his pharmacy and on unknown date when the consumer was about to use the product during an anaphylactic reaction, patient noticed that needle did not come out during the use of the product and the medication was not administered into the body. Patient had used a second epinephrine injector, and it worked fine for him. Last action taken with epinephrine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter causality for the events of device failure and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 22-apr-2025. New information received includes qa investigation report, attached with this case. On 04 apr 2025, amneal product complaints received a product complaint notification for epinephrine auto-injector strength and lot unknown, needle did not come out during the use of the product. The investigation complaint sub-type based on the complaint information was determined to be defective injector failure to fire a cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation for strength and lot unknown. No manufacturing issues or deviations were found during the apr review that could explain the reported defect. The complaint sample was not returned, and the complainant declined to provide further information. A historical review showed no similar complaints in the past 24 months. Due to the lack of data, pmm considers this an isolated incident, and the root cause of the "defective injector" complaint could not be determined. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. There have been (B)(4) other, similar complaints reported in the complaint category defective injector in the past (B)(4) batches or (B)(4) devices released). Complaint frequency for defective injector is (B)(4) percent (35/4,262,519x100). Each lot of cpjt is used to manufacture a single lot of sdeai, and only one lot is issued to the production line at a time. Every sdeai lot has both in-process and final release criteria, and all lots manufactured by pmm met these criteria, indicating they did not contribute to the reported defective injector complaint. Note complaints are assigned the sub-type defective injector when event details are insufficient to determine a more specific complaint sub-type. After extending this investigation into other released batches of sdeais, the review of the other batches, for complaint category defective injector, showed all were not confirmed representing a 0 percent occurrence for confirmed complaint occurrence. Lot genealogy was unable to be completed due to unknown lot and batch numbers. No reserve sample testing/review was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. The 2-pack carton, device wrap label and pi/pil- patient information/patient information leaflet (instructions for use), were reviewed to ensure there are proper instructions for the user to follow based on the complaint of ¿needle did not come out during the use of the product¿. The 2-pack carton and device wrap label instructions have pictorials and written instructions as per the below IFU. Based on the review of the pi/pil there are adequate instructions related to proper administration of the device. The wrap label on the auto-injector and the and the 2-pack carton have adequate instructions and images, for administration of the auto-injector. After review of the instructions for use the instructions clearly detail the steps for administration of the device, therefore there are no required changes. All instructions for use have been approved by the FDA. Due to the lack of critical information, specifically, no lot number was provided and the complaint sample was not returned, this report could not be confirmed, a root cause related to defective injector/failure to fire or user error could not be determined. Investigation summary-complaint category: defective injector/failure to fire product epinephrine injection, usp auto-injector strength and lot: unknown an investigation was conducted in response to a complaint categorized as defective injector/failure to fire associated with the epinephrine auto-injector. Due to the lack of critical information, specifically, no lot number was provided and the complaint sample was not returned, this report could not be confirmed. A comprehensive review of all in-process controls and final release data from phillips-medisize for all lots manufactured demonstrated full compliance with applicable specifications and approved batch records. There were no anomalies or deviations noted during manufacturing, assembly, or packaging that could have contributed to the reported complaint. Labeling components, including the instructions for use (IFU), were reviewed and confirmed to clearly depict the proper administration method through both images and verbiage. The investigation found no evidence linking the manufacturing process, assembly, or packaging to the reported failure. Due to the absence of a sample, lot traceability, or sufficient event details, the complaint could not be confirmed and a definitive root cause, whether device-related or due to user error could not be determined. All lots released to the market were produced in accordance with current approved specifications and procedures. Last action taken with epinephrine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter causality for the events of device failure and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.